Manufacturer narrative:
(B)(4). Handle, shell, and adapter were not received. Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lobectomy, the surgeon fired the device. Two staples in the staple line were malformed. The staple line was oversewn. The event occurred in use for patient. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.